Event description:
It was a initially reported that the device had "m4735a tcp noise" which was thought to be an audio related issue. The symptom as clarified to be ECG noise when the fse went on site. There was no reported patient involvement/adverse patient impact.